Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer's skin had a terrible reaction to something on the chair.

Event description:
Provider alleges the consumer's skin had a terrible reaction to something on the chair.

Manufacturer narrative:
Device could not be correlated to allergic reaction.